Event description:
It was reported the video system center processor was automatically shutting down intermediately. The issue occurred during a therapeutic transurethral resection of the prostate (turp) procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's reportable malfunction was not confirmed. Based on the results of the investigation, it was confirmed, that a blackout occurred in the touch panel display. The issue occurred, due to a defective printed circuit board. Olympus will continue to monitor field performance for this device.